Event description:
It was reported that nursing staff was not aware that a pt's dash bedside monitor had alarmed in the room. There were reportedly no audible alarms on the clinical information center (cic) at the nurse's station for several hours. There was reportedly no loss of visual monitoring, as the pt's waveforms were visible on the clinical information center (cic). The dash beside monitor was replaced with another dash monitor by the charge nurse and audible alarms were immediately functional at the clinical information center (cic). The pt experienced several apnea episodes which were reportedly missed. There was no medical intervention required, nor any report of pt injury or death. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.